Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: (B)(6).

Event description:
It was reported that the patient was having burning sensation at the ipg and lead site with swelling. X ray was taken and showed no anomalies. The patient underwent a revision procedure for an ipg replacement, however during the procedure one of the leads was stuck inside the battery. The physician replaced all device components. All explanted devices were discarded by the medical facility.